Event description:
Catheter marker bands offset/inaccurate.

Manufacturer narrative:
The report from the field indicated that during a procedure, the physician noticed that the marker bands had moved. The product was withdrawn without any problem. There was no pt injury. No add'l info is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt.